Manufacturer narrative:
Due to characterization limit e1: event site address:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that the trans-ray plus 7.5fr 40cc intra-aortic balloon (iab) optical fiber blood pressure waveform was not displayed during use. Suspecting a broken sensor. "Fiber-optic sensor failure" alarm was generated from the concomitant iabp unit. The catheter might have been kinked just before the alarm emitted from the iabp. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 74.7cm from the iab tip. A second kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.